Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise, oversensing and pacing inhibition that resulted in less than 2 seconds of asystole. Noise was able to be reproduced with patient isometrics, however, no anomalies were observed under fluoroscopy or on x-ray. An invasive procedure was performed. The device was explanted andreplaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.